Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause for the reported unintended movement could not be determined. There is no indication of product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
It was reported that during preparation of a triclip delivery system (tcds), the clip opened while locked when establishing final arm angle/efaa. Troubleshooting was performed and failed several times. Therefore the tcds was not used in the patient and the procedure was successfully completed with a new tcds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).